Event description:
Customer called to report issues with her insulin pump. However, customer also mentioned that about 5 years ago, when she first started using the pump, she was hospitalized for low blood glucose levels. Her blood glucose level at the time of hospitalization was 22 mg/dl. She stated the cause for her low blood glucose level was that she overcorrected for high blood glucose levels with a manual injection while still wearing the pump. Customer's current blood glucose level is 113 mg/dl. She also stated that there are cracks on her insulin pump, and the buttons feel sticky. Nothing further was reported.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime/fill anomaly. Insulin pump had intermittent button response due to corroded keypad traces. Cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker noted. No dailt total anomaly, basal anomaly or bolus anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.